Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge representative has advised that the iabp was removed from clinical use and isolated with a ¿do not use¿ notice attached. It was further reported that this iabp was due to be removed as getinge had bought it back from the customer following their recent purchase of three (3) cardiosave units.

Event description:
The patient was placed on cs100 intra-aortic balloon pump (iabp) post-angiogram procedure and was being transferred to another hospital for coronary artery bypass graft surgery (CABG). During transportation approximately 10 minutes from destination the pump shut down without warning despite being plugged in to mains power in the ambulance. The patient was transferred to a different balloon pump upon arrival at destination hospital. There was no patient harm and no adverse event was reported.